Manufacturer narrative:
Correction to a1, a2, a3a, a4-a6, b5, b6, b7, d10, previous g3, f10/h6: health effect - impact codes (replace code). A2, a3a, a4-a6: update to ni. B5: update "there was no patient involvement." To "there was no report of patient injury or medical intervention associated with this event." Previous g3: date received by MFR - update the date to 02/07/2025. Additional information: h6, h11. H11: a review of the event history log identified the programmed infusion; the user programmed a primary infusion of total parenteral nutrition (tpn). There was no secondary infusion run during this event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-delivered. The pump was expected to deliver 1gtt/min; however the pump delivered 2gtt/min. This was observed when running test infusions in the neonatal intensive care unit (nicu). The pump rate was 4.7ml/hr and the volume to be infused (vtbi) was 32ml. There was no patient involvement. No additional information is available.